Event description:
New information indicates that programming changes were made to address the oversensing noise. The patient was asymptomatic.

Event description:
It was reported that the right ventricular (rv) lead was oversensing noise. Programming changes were discussed but not made at this time. No patient symptoms were reported.